Event description:
The customer returned this evis lucera elite gastrointestinal videoscope, due to flickering image. During evaluation, foreign matter clogging the nozzle was observed, which had been attributed to insufficient cleaning. The device was cleaned, disinfected and sterilized before sent to olympus. The user had no idea about when the foreign material adhered to the endoscope. There were no delay in the start of the precleaning. The user flush the air/water nozzle with water and air. There were no abnormalities in the accessories used for reprocessing. The user wiped/brushed the air/water nozzle with clean lit-free cloths, brushes and sponges. It air/water nozzle was flushed with detergent solution. There were no reports of patient or user harm associated with this event. This report is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
E1: complete establishment name: (B)(6). The device was returned to olympus for evaluation. And the customer's allegation was confirmed as the image was found to be noisy. In addition to the findings reported in b5, the device evaluation found scratches on the device, cloudy objective lens, the angle was insufficient, peeling objective lens adhesive, cloudy light guide lens adhesive, a cracked light guide lens, play on the angle knob, a chipped rubber bond, a flooded connector, a broken forceps elevator insulation tube, a chipped objective lens, a wrinkled light guide coil, and a collapsed image guide corrugated pipe. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The foreign material was unable to be identified. It was confirmed that there was no deformation of the air/water nozzle and there were no obvious deviations in reprocessing. The inspection method for the event is described as follows in the instructions for use "chapter 3 preparation and inspection 3.3 inspection of the endoscope and 3.8 inspection of the function in combination with related equipment". [Inspection of entire endoscope]. Visually confirm that there are no abnormal protrusions, dents, or deformations in the air/water nozzle at the tip of the endoscope. [Inspection of objective lens surface cleaning function]. [When using the air/water button]. Cover the air/water button hole with your finger. Push the button while covering the hole. Ensure that water flows across the endoscopic image.". Olympus will continue to monitor field performance for this device.